Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced urine retention with this artificial urinary sphincter (aus). Upon evaluation it was determined that a surgical intervention was necessary. During the procedure the cuff was removed and replaced with a new one of a larger size. There were no further patient complications reported.